Event description:
On (B)(6) 2009, the patient reported that insulin has been leaking from his insulin cartridges into the cartridge compartment of the infusion device. He noticed this began one month ago. He stated that only a few drops of insulin leaked into the cartridge compartment and he was able to dry it. He stated that the plunger of the insulin cartridge has not become stuck to the piston rod of the infusion device. No physiological effects were reported. The patient was sent replacement insulin cartridges. Upon follow up on (B)(6) 2009, the patient reported the replacement product was "working o.k." The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.